Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: analysis of the submitted photos confirmed that the majority of the external portion of the patient¿s driveline was covered in a rescue tape repair. The submitted log file contains data from 30oct2019 at 11:28am through 26nov2019 at 2:54pm. The majority of captured events appear to be associated with routine power source exchanges. The pump speed remained above the low speed limit for the duration of the file. As an additional observation, one no external power alarm was captured on 26nov2019 at 10:39:50 am. This appeared to be the result of both power cables being disconnected at the same time. No additional atypical alarms were captured for the duration of the file. The pump appeared to be operating as intended. The patient remains ongoing on heartmate ii lvas and no additional complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient driveline was completely covered in rescue tape. No further information was reported.